Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). The defective pump was returned to livanova (B)(4) for further investigation. The reported error could be confirmed during the readout analysis. However the pump was tested intensively without an malfunction. The reported failure could not be reproduced. Therefore a specific root cause could not be determined. However the reported issue could be caused when a foreign body was present in the raceway. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 double head pump displayed an error message during setup. There was no patient involvement.